Event description:
Procedure: lavh. According to the reporter: during suturing of the vaginal cuff, the vloc suture on the endostitch broke at the coupling that joins it to the short strand of suture attached to needle. There was no patient injury. The case was not extended more than thirty minutes.

Manufacturer narrative:
(B)(4).